Event description:
It was reported that six weeks ago (exact date unknown) the patient could no longer pump fluid from the inflatable penile prosthesis reservoir into the cylinders. The physician was not able to work pump either. The physician reported that reservoir appeared to be full with 100 mls of fluid. The physician suspected there was air in the pump and cylinders but was unable to determine the exact cause. A revision surgery was booked for (B)(6) 2019 for exploration to determine functionality of the existing ms pump, with possible replacement of pump or complete revision. No further details are available at this time. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.

Event description:
It was reported that six weeks ago (exact date unknown) the patient could no longer pump fluid from the inflatable penile prosthesis reservoir into the cylinders. The physician was not able to work pump either. The physician reported that reservoir appeared to be full with 100mls of fluid. The physician suspected there was air in the pump and cylinders but was unable to determine the exact cause. A revision surgery was booked for (B)(6) 2019 for exploration to determine functionality of the existing ms pump, with possible replacement of pump or complete revision. No further details are available at this time. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis. Additional information received indicated that although the pump was able to be worked effectively with the patient under anesthetic on (B)(6) 2019 the patient was no longer able to get the device working. Full replacement of all components is planned for (B)(6) 2020. Additional information received indicated the inflatable penile prosthesis cylinder and pump components were replaced.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specifications. Product analysis was unable to confirm the reported events.

Event description:
It was reported that six weeks ago (exact date unknown) the patient could no longer pump fluid from the inflatable penile prosthesis reservoir into the cylinders. The physician was not able to work pump either. The physician reported that reservoir appeared to be full with 100mls of fluid. The physician suspected there was air in the pump and cylinders but was unable to determine the exact cause. A revision surgery was booked for (B)(6) 2019 for exploration to determine functionality of the existing ms pump. The valve of the pump was jammed which was released. There was no component defect with testing and re-testing. Air was seen in the system that was most likely from a previous revision of the reservoir. The air was removed with aspiration. Although the pump was able to be worked effectively with the patient under anesthetic, the patient was no longer able to get the device working. On (B)(6) 2019, the patient underwent surgery for exploration of the penile prosthesis. The physician was unable to inflate the device but the adherent valve was released. On (B)(6) 2020 the inflatable penile prosthesis cylinder and pump components were replaced. Following the replacement surgery at subsequent follow up appointments, the physician noted the wound had healed well. The patient was able to inflate and deflate his prosthesis without difficulty.

Manufacturer narrative:
Additional information b5. Additional information b1, b2, b5, b7, d4, d6, d7. D10, h3, h6, h10. H3 device evaluation. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specifications. Product analysis was unable to confirm the reported events.

Event description:
It was reported that six weeks ago (exact date unknown) the patient could no longer pump fluid from the inflatable penile prosthesis reservoir into the cylinders. The physician was not able to work pump either. The physician reported that reservoir appeared to be full with 100mls of fluid. The physician suspected there was air in the pump and cylinders but was unable to determine the exact cause. A revision surgery was booked for (B)(6) 2019 for exploration to determine functionality of the existing ms pump, with possible replacement of pump or complete revision. Additional information received indicated that although the pump was able to be worked effectively with the patient under anesthetic on (B)(6) 2019 the patient was no longer able to get the device working. Full replacement of all components is planned for (B)(6) 2020. Additional information received indicated the inflatable penile prosthesis cylinder and pump components were replaced. Additional information received indicated a few previous attempts of revision due to fluid loss and an air lock.

Event description:
It was reported that six weeks ago (exact date unknown) the patient could no longer pump fluid from the inflatable penile prosthesis reservoir into the cylinders. The physician was not able to work pump either. The physician reported that reservoir appeared to be full with 100mls of fluid. The physician suspected there was air in the pump and cylinders but was unable to determine the exact cause. A revision surgery was booked for (B)(6) 2019 for exploration to determine functionality of the existing ms pump, with possible replacement of pump or complete revision. No further details are available at this time. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis. Additional information received indicated that although the pump was able to be worked effectively with the patient under anesthetic on (B)(6) 2019 the patient was no longer able to get the device working. Full replacement of all components is planned for (B)(6) 2020.